Event description:
It was reported to baxter (B)(4) that a basal/bolus infusor overinfused during patient use. The device was filled with octreotide acetate. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This device is distributed for outside of the united states (u.s.); therefore, it does not have a 510k number. However, this MDR is being submitted because this product is the same as or similar to a product distributed within the u.s. The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time. (B)(4).